Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan to report corrosion on battery contact(s) of this his onetouch ultralink meter. This complaint was classified based on additional information obtained by the medical surveillance specialist (mss) during a follow-up call with the patient. The patient reported that 1 week prior to contacting lfs he received a "low battery" message. When he replaced the battery he noticed there was corrosion on battery contacts. The patient stated he inserted a new battery and continued to test with the subject meter as usual. The patient denied making any changes to his diabetes management as a result of the issue. The patient also denied developing any symptoms or receiving medical treatment due to the battery contact issue. Based on the information provided, the patient did not develop symptoms or receive medical treatment as a result of the alleged issue. However, this complaint is being reported because the alleged meter issue remained unresolved.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.